Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and performed the failure analysis (fa). The fa investigations did not replicate nor confirm the customer reported complaint. The visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on 3 of 3 attempts. Review of monopolar curved scissors instrument and engagement logs could not verify any failures. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. The complaint regarding non intuitive motion was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting spinning around on its own, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the instrument moved with unintuitive motion (e.g. The instrument unexpectedly moved in an unexpected way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical hysterectomy- benign procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported they have installed two fenestrated bipolar instruments on universal surgical manipulator1 (usm) and the jaws do not close. The customer stated that both instruments spun around and the jaws opened by themselves when installed. The isi tse recommended reseating the sterile adapter on usm 1. The customer re-seated the sterile adapter and installed a third instrument. The customer stated they were not having issues after that. The customer also noted that when they removed a second instrument, it appeared to have a broken piece. The isi tse advised to return the first two fenestrated bipolar instruments and replace the drape if the issue returns. The error logs show multiple 31009 and 22020 errors pointing to "sensors missing" and "instrument engagement failure" on usm 1. The procedure was completed with no reported injury. Isi followed up with the operation room (or) charge nurse and obtained the following additional information: the or charge nurse informed that she was not present in the or for the full case but was in the room for the procedure for some time and provided information on what happened at that time. During the procedure, the customer was unable to take the instrument out of the patient as the jaws were open. The initial reporter contacted tech support and got guidance on how to remove the instrument and took the instrument out. The customer used a backup instrument and completed the procedure robotically. The instrument was inside the patient when the instrument spun and when the jaw was open. The customer believes it¿s an engagement issue. The customer did not remember the serial no of the instrument that had the broken piece/issue did not think there was any fragment fall on the patient. The port incision was not increased to remove the instrument from the patient. There was no injury /harm to the patient.